Manufacturer narrative:
Additional information provided indicated measurements of the patients annulus taken during the procedure was 24 mm; but after the team reviewed the CT scan, the annulus was measured at 20 mm. The proper valve size should have been 23mm and not 26mm. The patient was indicated to have severe annular calcification. Cine and pre-op CT images were provided and reviewed by an edwards physician proctor: procedural cine: · no bav seen, first cine image is of un-deployed valve across annulus · heavily calcified annulus and stj · porcelain aorta · valve deployed, appears too big for annulus · rupture seen in lcc · valve not fully expanded impressions: bav not seen, only images provided are of valve deployment. Heavily calcified annulus, stj, with porcelain aorta. Valve appears too large for annulus and is under-deployed (struts are <120 degrees). Rupture seen in lcc. Agree with new information received that proper valve size should have been 23mm. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the imaging review, the patient had a heavily calcified annulus and the valve was too large, which was believed to have caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, pre-dilatation was performed with a 20mm balloon. A 26mm sapien 3 valve was then deployed in an 80:20 aortic/ventricular position. After the implant of the sapien 3 valve, the patient's blood pressure "dropped". Protamine was given and drugs were perfused, which helped to stabilize the patient. Echography showed what appeared to be an annular rupture. The patient was transferred to the ICU and after four hours, the patient expired. The cause of death was listed as "hemorrhage".